Event description:
The report received from the study indicated that approximately fifty-seven months after the index procedure, the patient was found to have a 60% restenosis of the previous implanted cypher 3.0 x 33 mm stent (stent #4). The stent was implanted in the mid right coronary artery (rca) target lesion. The restenosis was treated by balloon angioplasty. The residual stenosis was 10%. The patient's ejection fraction was reported to be 80%. The five (5) other stents implanted during the index procedure were reported to be patent. The patient was reported to have diffuse athreomatose of the rca and left coronary system. A 40% left anterior descending (lad) lesion and a 30% proximal circumflex lesion was reported.

Manufacturer narrative:
The patient was screened for the study and had the index procedure the following day. Stent #1: the target lesion was the proximal lad. An 18 mm cypher stent was implanted at 10 atm via direct stenting. Stents #2 and #3: the target lesion was the mid lad. A cypher 18 mm stent was implanted at 12 atm. A cypher 23 mm stent was implanted at 10 atm. Stent #4: the target lesion was the mid rca; a cypher 33 mm stent was implanted at 12 atm. Stent #5: the target lesion was the obtuse marginal branch of the circumflex. A cypher 13 mm stent was implanted at 10 atm via direct stenting. Stent #6: the target lesion was the distal circumflex. A cypher 18 mm stent was implanted at 18 atm. A total of 600 cc of contrast medium was used for the procedure. The patient's post procedure and discharge cardiac enzymes were slightly elevated. The patient was discharged two days after the procedure. Please note that device is distributed outside the united states, however, it is similar to the untied states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.